Event description:
It was reported that, "the patient has had nothing but problems since the surgery. She is experiencing swelling, pain and cannot bend to get down on her knee. She states that she has not been able to do much since the surgery because of the pain and discomfort and has gained weight because of it. She states that her right leg is now 1/4 shorter than the left leg which is causing back pain. The patient would like to know if any of her implants have been recalled. This patient is on vacation and should return home approximately (B)(6), 2011. She has her implant sheet at home and is aware that an investigator will be requesting that and further documentation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) will be requested after (B)(6), 2011. Should additional information become available, the evaluation summary will be submitted in a supplemental report.